Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. A 14 f sleeve introducer sheath was prepped and inserted with no issues. After the balloon aortic valvuloplasty was performed, it was difficult to bring the balloon back through the tip of the sheath. The tip of the sheath was damaged trying to retrieve the balloon. A significant amount of force was used to pull the balloon back but it eventually came out. The tip of the sheath was damaged and the isleeve was slit all the way along the shaft of the sheath. Procedure continued normally with the same isleeve sheath. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Returned product consisted of a 14f isleeve sheath. The sheath and tip were microscopically and tactile inspected. Inspection revealed sheath kinks located 13 cm and 17.5 cm from tip, the sheath material was split/torn on one seam for 17.5 cm starting at the tip, and tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty removing an ancillary device, which could not be confirmed because the clinical circumstances could not be replicated. The reported sheath split was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. A 14 f isleeve introducer sheath was prepped and inserted with no issues. After the balloon aortic valvuloplasty was performed, it was difficult to bring the balloon back through the tip of the sheath. The tip of the sheath was damaged trying to retrieve the balloon. A significant amount of force was used to pull the balloon back but it eventually came out. The tip of the sheath was damaged and the isleeve was slit all the way along the shaft of the sheath. Procedure continued normally with the same isleeve sheath. No patient complications were reported and the patient's status is fine.